Event description:
It was reported that the blade of the device became detached. The target lesion was located directly over/above a forearm shunt arteriovenous fistula and was moderately calcified. The lesion was accessed by a retrogade approach using a 7fr sheath. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that calcified area in the shunt was observed under echo. The lesion was fully expanded after dilatation. After the procedure, the device was attempted to remove from the sheath, however, resistance was met at the sheath tip. Inflation and deflation was performed slowly and carefully several times in attempts to remove the balloon through the sheath. Although resistance was met when pulling out the sheath, the balloon was able to be removed. When checking the sheath under echo, an object that appeared to be a blade was found on the tip of the sheath or the shunt wall near the sheath tip. The physician attempted to remove the blade using forceps, but while trying to pull the sheath with forceps, the blade became unable to be seen/identified under echo and disappeared. The blade remained inside the patient and the patient was under observation. No patient complications were observed during observation. The physician thought the blade became deformed after inflating the balloon and became caught on the sheath during removal, resulting in the blade detachment. The balloon was inflated over 10 times between 6 to 10 atmospheres and never ruptured.

Manufacturer narrative:
Patient weight: 60.5kg. Device evaluated by MFR: the device was returned for analysis. The product was returned consisting the blade/pad, balloon, markerbands/tip and shaft but the introducer sheath was not returned. A visual and microscopic examination was performed on the returned device. It was noted that one complete blade was completely detached from its blade pad. The entire blade pad remained undamaged and fully bonded to the balloon material. The detached blade was not returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no other issues. No issue was observed with the tip or markerbands of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient weight: (B)(6) kg.

Event description:
It was reported that the blade of the device became detached. The target lesion was located directly over/above a forearm shunt arteriovenous fistula and was moderately calcified. The lesion was accessed by a retrogade approach using a 7fr sheath. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that calcified area in the shunt was observed under echo. The lesion was fully expanded after dilatation. After the procedure, the device was attempted to remove from the sheath, however, resistance was met at the sheath tip. Inflation and deflation was performed slowly and carefully several times in attempts to remove the balloon through the sheath. Although resistance was met when pulling out the sheath, the balloon was able to be removed. When checking the sheath under echo, an object that appeared to be a blade was found on the tip of the sheath or the shunt wall near the sheath tip. The physician attempted to remove the blade using forceps, but while trying to pull the sheath with forceps, the blade became unable to be seen/identified under echo and disappeared. The blade remained inside the patient and the patient was under observation. No patient complications were observed during observation. The physician thought the blade became deformed after inflating the balloon and became caught on the sheath during removal, resulting in the blade detachment. The balloon was inflated over 10 times between 6 to 10 atmospheres and never ruptured.